Manufacturer narrative:
(B)(4). Batch # r9355u. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the hand piece stopped working, even though the device passed the pre-test and 53 uses still remained. There were no patient consequences reported.